Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the delivery device. The green side lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal remained inside the loader on the hs iii proximal seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.